Manufacturer narrative:
H.6. Investigation: two photos and four samples were received by our quality team for evaluation. From the photos, the needle was observed to be attached with the barrel tip. From the returned samples, the needle was observed to be attached to the barrel tip. The samples were subjected to the needle pull test and were within specification. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported bd syringe 5ml ls 23ga 1in tw had a separation issue. This occurred 4 times the following information was provided by the initial reporter: "the tip connection between syringe and needle is very loose."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd syringe 5ml ls 23ga 1in tw had a separation issue. This occurred 4 times the following information was provided by the initial reporter: "the tip connection between syringe and needle is very loose."